Event description:
Valvuloplasty balloon was prepped according to standard prep. Balloon was manually inflated by the doctor. Balloon helped its nominal size for about 2 seconds, then burst. Balloon was immediately placed on negative prep pressure and blood entered the balloon port (indicates balloon rupture) and balloon was withdrawn from patient. Balloon was inspected and balloon material was intact. Patient status stable after event with no adverse outcome.